Manufacturer narrative:
The insulin pump was received with operating currents within spec. The insulin pump passed self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error was noted during testing. While less than 20 units were left, some bolus were programmed and delivered and no unexpected pump turning off anomaly noted. Unit was monitored for 24 hrs. Battery was removed form pump and monitored for 10 minutes. Unit power up properly after insertion of the battery and no pump error alarms were noted. The motor was tested outside the device and passed. The insulin pump was received with minor scratched display window and case. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her pump would shut off at 20 units and that she would wake up with high blood glucose. Her blood glucose was unknown. The customer said that she received a pump error alarm. During troubleshooting, she said that the pump error did not occur during the rewind/load reservoir/fill tubing process. She was advised to remain disconnected and to program a normal bolus in the air in order to determine if delivery is successful. The customer said that the bolus was recorded in the daily history. She was assisted with performing the displacement test and it passed. The customer also received a different pump error alarm while trying to rewind the pump. She said that it did not occur immediately after a battery change and was assisted with clearing the alarms. The customer was also assisted with updating the time and date and with the reservoir and tubing process. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being returned for analysis.